Manufacturer narrative:
As per discussion with the site reps and surgeon, they agreed that the inaccuracies were a result of the scan not being to protocol and not a malfunction of the navigation system. Subsequent scans were used on the system with no further issues.

Event description:
A site rep reported that while in a stereotactic biopsy, the registration accuracy was off by 1-2 cm on the right side of the head. Pointmerge rec'd a predicted error value within specification. The surgeon checked the accuracy and was accurate to proceed. Case continued as planned using the system. There was no pt impact.